Event description:
According to the reporter, during a procedure, the surgeon inserted the needle into the kidney and the needle separated from the thread. The needle and thread were removed and a second suture was handed to the surgeon. The surgeon commenced closing the defect and after a few continuous sutures, the needle after being introduced into the kidney, separated from the thread again. The surgeon took time to locate the needle to no avail. Product defect resulted in radical nephrectomy. After kidney was removed, kidney was dissected and needle was intact. The sales rep was unsure which two of the three provided lot numbers were associated with 2 needles that detached from thread.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial nephrectomy, the surgeon inserted the needle into the kidney and the needle separated from the thread. The needle and thread were removed and a second suture was handed to the surgeon. The surgeon commenced closing the defect and after a few continuous sutures, the needle after being introduced into the kidney, separated from the thread again. The surgeon took time to locate the needle to no avail. Product defect resulted unanticipated tissue loss and damage and the procedure being converted to radical nephrectomy. The surgical time was extended by more than 30 minutes. After the kidney was removed, the kidney was dissected and the needle was found intact. The sales rep was unsure which two of the three provided lot numbers were associated with 2 needles that detached from thread.